Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to test due to their abbott diabetes care (adc) blood glucose meter display having a white screen. As a result, the customer reported experiencing loss of consciousness, seizure, and dizziness. The customer was contacted and clarified that they were unable to provide self-treatment, they made contact with a healthcare professional (hcp) who administered unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.